Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7089587/ 7090100/ 7090104.

Event description:
It was reported that the patient experienced loss of stimulation despite reprogramming attempts. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed by the facility. No device malfunction was suspected.